Manufacturer narrative:
The pump was unable to prime during the prime test, and it gave a motor error alarm during the basic occlusion test due to a protruded and loose drive support disk. The motor passed the motor test. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and cracked reservoir tube.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Blood glucose level was 132 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.